Event description:
It was reported that, the patient with the pacemaker exhibited palpitation when laying down. Upon review it was found high pacing thresholds and undersensing in this right ventricular (rv) lead due to low amplitude, leading into overpacing and false-positive rhythmiq episodes. A microdislodgment was suspected besides the good results in x rays. The technical services (ts) discussed troubleshooting options and recommended to reprogram the rv lead. This rv lead remains in service. No adverse patient effects were reported. This is all the information provided at this time. Boston scientific has attempted to complete all missing information. If the information is received this record will be updated.